Event description:
Account alleged bed won't go into trendelenburg.

Manufacturer narrative:
The tech found the head hilow valve was getting stuck. He replaced hilow valve to resolve. No injuries reported.